Event description:
It was reported that the right atrial (ra) lead exhibited farfield oversensing. Technical services recommended programming options and to make adjustments to ra sensitivity. This ra lead remains in service. Additional information received indicated blanking was adjusted, however the oversensing was seen on the rv lead. An x-ray imaging is recommended to check lead positions. No adverse patient effects were reported. No adverse patient effects were reported.